Manufacturer narrative:
A manufacturing investigation and product development investigation was performed on the returned subject device. A visual inspection, device history record (DHR) review, manufacturing investigation, and product development investigation were performed as part of this investigation. The complaint condition can be replicated therefore the complaint is confirmed. The instrument (03.825.002, lot h055338, qty 1) was returned because the weld was reported to be cracked. The weld on the knob has a hairline crack almost all around (~350°). The back of the knob has visible signs of impaction. The knob does not separate and is able to apply torque as intended. There are no visible signs of damage on the shaft or m4 and m8 threads. Based on the observations, it is likely that the size of the weld did not have enough strength for the applied impaction loads. The 03.825.002 syncage evolution spindle is an instrument routinely used in the syncage evolution system. The spindle instrument (03.825.002) is designed to mate with the syncage evolution (03.815.001) and synfix evolution (03.835.100) holders. The knob will be impacted to insert a trial spacer. Part was examined under magnification and found to be welded per print. Weld was cracked completely through the center, this tells us force or bending was applied beyond its capability. Note: 465 welded can be brittle. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Based on the observations, it is likely that the size of the weld did not have enough strength for the applied impaction loads. Appropriate actions have been taken to determine if further action is required as a result of the valid design issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.825.002, lot # h055338. Supplier: (B)(4), release to warehouse date: july 18, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported a spindle from an evaluation set was broken. It is unknown when the device broke; however, no patient involvement was reported. The issue was identified during routine inspection activities of the set. No issues were reported by the facility. This report is for one (1) spindle for evolution. This is report 1 of 1 for (B)(4).